Event description:
On (B)(6) 2012 pt underwent l4-5, l5-s1 lumbar laminectomy and fusion utilizing medtronic infuse bone graft without lt-cage in manner contraindicated to pma00058. Infuse was used in combination with synthes click-x pedicle screws (B)(4). Medical records indicate medtronic sales rep was contacted pre-operatively on use of infuse bone graft without required lt-cage contrary to statutes on "off-label" promotion. Pt developed post-operative complications including but not limited to, bladder cancer, ectopic bone growth at implant device site and permanent impairment.